Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose value was 424 mg/dl. Customer reported she was having issues with her insulin pump, she received bolus blood glucose check and she was having high blood glucose. Customer reported insulin pump system has not been in use within 48 hours of reported high blood glucose event. No devices will be returned for analysis.